Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the device after connecting the anvil to the device during a laparoscopic colorectal, the distal tip of the anvil was enlarged by the scrub nurse while giving it with a metal instrument to the surgeon. The anvil disconnected from the device, and the anvil was bent. Eventually, the anvil resisted at the second attempt, and the procedure was finished with a successful firing. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Microscopic inspection noted nicks in the knife blade. The anvil of the instrument was observed to be tilted and separated from the instrument and not bent. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received partially severed. Functionally, the device was subjected to a measured anvil retention test with an acceptable result. The device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced, despite the noted knife blade damage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected an unreported condition of a partially severed cut ring. No further actions have been deemed necessary at this time. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. Replication of the unreported condition that the cut ring was only partially severed may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. If information is provided in the future, a supplemental report will be issued.